Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: recurrent prosthetic valve endocarditis with aortomitral curtain destruction in an elderly patient. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "recurrent prosthetic valve endocarditis with aortomitral curtain destruction in an elderly patient", was reviewed. The article presented a case study of a 69-year-old male patient with a history of hypertension, type 2 diabetes mellitus, hyperlipidemia, stage 3 chronic kidney disease, coronary artery disease, chronic heart failure, and paroxysmal atrial fibrillation. The patient also had prior bioprosthetic aortic and mitral valve replacement. On an unknown date a 33mm epic plus valve was chosen for redo mitral valve replacement. A 23mm carpentier-edwards perimount magna ease valve was chosen for redo aortic valve replacement. The devices were implanted. The patient's postoperative course was complicated by prolonged ventilation, delirium, atrial fibrillaiton, new left bundle branch block, heart failure with reduced ejection fraction (lvef 35%) and deconditioning. The patient was discharged after 67 days. Transthoracic echocardiogram (tte) demonstrated a normal and functional bioprosthetic mitral and aortic valves. At 6-month follow-up the patient remained clinically stable. [The primary and corresponding author was tea-terezija cvetko, department for valvular pathology, clinical hospital dubrava, avenija gojka suska 6, 10000 zagreb, croatia. E-mail: tea.kasnik@gmail.com.]